Manufacturer narrative:
Further information was requested but was not received.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, the pacemaker demonstrated noise. No intervention was performed. The patient's status was unknown.

Event description:
Additional information received indicated that the clinic was monitoring the patient as the physician believes the episode could be af, and the patient was stable throughout.